Event description:
During a diagnostic laparoscopy on a 31yr old, 5 foot 5 inch, 145 pound pt, when the trocar was introduced the iliac artery and vein were punctured and the bowel was nicked in two separate locations. The procedure was converted to open and the pt given eight units of blood. A general surgeon, repaired the bowel and cardiovascular surgeon, repaired the vessels. The pt is in ICU in stable condition at this time, and expected to be moved to a regular room today. A ruptured ovarian cyst was found to be the reason for the pt's diagnostic lap. The trocar is being held in risk management unit the bio-med evaluates the device. The trocar then will be released to the sales rep to return for analysis.

Manufacturer narrative:
Retroperitoneal hematoma was noted. There appears to have been an injury to the external iliac artery and vein. In addition there was also a bowel injury. The pt had not had previous surgery. The pt weighed 150lbs. Dr. Is unable to explain what occurred. The pt has recovered nicely. Permanent sequelae are not expected. The instrument has been retained. It will be returned for co's evaluation. Based upon the info received and the visual examintion, it could not be determined why the instrument reportedly, "nicked the bowel" during surgery. The instrument was re-armed and cycled repeatedly without incident. The safety shield was examined and tested and found to function as designed. Co strives to understand each incident as it occurs in an effort to continuously improve co's products. The assembly location has been informed of this incident.